Event description:
It was reported that the device was used during an unknown procedure. The device was cutting the tissue before the complete staple line was fired.

Manufacturer narrative:
Information anticipated, but unavailable at this time.